Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination was normal. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing was normal. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead was unable to extend. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.